Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was going to be used during a procedure on (B)(6) 2009. According to the complainant, after unpacking the device it was noted that there was a filament which detached itself at the tip of the hydratome. The tip was rough and the device was not used. The procedure was completed with another hydratome rx sphincterotome. There was no patient contact with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).